Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. The tandem pump user guide states: if you drop your pump or it has been hit against something hard, ensure that it is still working properly. H3 other text : device not returned.

Event description:
It was reported that after the pump was hit, the pump touch screen became unreadable. Reportedly, the screen was completely black, without any graphics or text. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method in insulin therapy.